Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer reported a crack was present on the side of the battery compartment, where the threads were located. The customer could not recall how the damage occurred on the insulin pump. Customer's blood glucose was 237 mg/dl. Customer declined to troubleshoot for their blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No blank display noted. The insulin pump was received with a battery out limit alarm due to corroded battery tube. The insulin pump was unable to perform displacement test, rewind, basic occlusion test, prime test, excessive no delivery test, occlusion test and verify low battery alarm due to corroded battery tube. The insulin pump had a cracked battery tube threads noted, cracked reservoir tube lip, minor scratched lcd window and cracked reservoir tube.